Event description:
The ge oec 9600 fluoroscopy sys would not boot up.

Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced the a failing sram card to restore function. The sys was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.